Event description:
Pt has a heartmateii left ventricular assist device related to non-ischemic dilated cardiomyopathy. The alarm for the pocket controller of the device alarmed. Pt's primary pocket controller failed at home and the pt had to change out her controller at home prior to presenting to the emergency department for evaluation. The pt was evaluated and given a new backup pocket controller.